Event description:
It was reported that balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous and severely right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner shaft was buckled 46mm from the tip. There was a hole in the buckled area. The damage was consistent with an interaction from a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.